Manufacturer narrative:
Corrected fields: g2 (health professional should not be checked on the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material/fluid came out of the biopsy channel, however, the specific material could not be identified and the cause of the material/fluid remaining in the device could not be conclusively specified. It is likely that reprocessing steps were not fully performed at the user facility due to the discovered leak. An attempt was made to obtain additional information regarding the user's reprocessing but no information was provided. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had an internal fluid leak inside the biopsy channel. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. In addition, the following non reportable malfunctions were found during device evaluation: instrument channel and air/water nozzle leaking, deep scratches on channel openings, objective lens has a chip and peeling adhesive, light guide lens has liquid fluid inside and peeling adhesive, insertion tube minor scratches, control body grip wet, light guide tube buckled scratched and cut on the boot, and scope connector and light guide prong wet with fluid invasion. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.